Event description:
Medtronic received information, from the journal of eurointervention, that this bioprosthetic valve implanted in the tricuspid position for an unknown duration, was explanted. No information was reported regarding the reason for valve replacement. The valve was replaced, valve-in-valve, with another manufacturer's transcatheter valve. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. This report was submitted via a literature review. Should additional information be received, a follow up report will be submitted. Conclusion: no serial number was given within the literature article for this device, therefore, no device history review could be completed. The actual event date for this event is unknown, the event date used was the date of the article. Should additional information be received regarding this event, a follow-up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.